Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. An evaluation of the test strip lot concluded that this particular lot breached the thresholds set for escalation. Lifescan therefore conducted performance testing with control solution on retained test strips from that lot. The retained test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2019, the reporter contacted lifescan (lfs) USA alleging that her daughter¿s onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) following a review of the original call recording. The reporter alleged that the issue occurred on (B)(6) 2019. The reporter claimed that at ¿around 3:30pm¿ her daughter began to develop the symptom of ¿seizure¿, a symptom they associate with low blood glucose. The patient manages her diabetes with toujeo insulin (30 units a day) and novolog insulin (self-adjuster). The reporter alleged that in order to treat this reported symptom she gave the patient ¿orange pineapple juice¿. While the patient was still experiencing this alleged symptom of ¿seizure¿ her mother tested her blood glucose using the subject meter, at ¿around 4pm¿ and obtained a result of ¿322 mg/dl¿ which they considered to be inaccurately high compared to the patient¿s feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The reporter claimed that when they obtained this result she ¿stopped giving the patient juice¿ because she ¿didn¿t want her blood glucose to go any higher than 322¿ but the reporter reiterated that this was ¿not an accurate reading¿ (though she did not know this at the time). At this point paramedics were called who attended the patient at ¿around 4:30pm¿ and provided ¿IV glucose¿ as treatment. While in the ambulance, on the way to the emergency room (ER), the patient¿s blood glucose was tested on the paramedics¿ meter and a reading of ¿202 mg/dl¿ was obtained, this was after the patient had received the IV glucose. The patient¿s mother reported that upon arrival at the ER, her daughter received no further medical treatment other than being given ¿food¿. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly, and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient or reporter through a control solution test as they did not have any control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event and received medical intervention for an acute blood glucose excursion while using the subject meter.